Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01674; 804-03-008, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - broke leaving the thread of the tap in glenoid. Surgeon had to remove more bone to remove the tap out. Resulting in arg with the revision base plate.